Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter had been inserted in the hospital. The patient went home and the catheter fell. Patient came back to the hospital(a & e)with the catheter. The balloon has burst or would have been cut. Clinical consequences: no consequence reported. Additional information: the balloon split inside the patient but for an unknown reason. The patient came back to the hospital and she was re-catheterized with no difficulties. There was no patient injury.

Event description:
It was reported that the catheter had been inserted in the hospital. The patient went home and the catheter fell. Patient came back to the hospital (a & e) with the catheter. The balloon has burst or would have been cut. Clinical consequences: no consequence reported. Additional information: the balloon split inside the patient but for an unknown reason. The patient came back to the hospital and she was re-catheterized with no difficulties. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, the complaint cannot be confirmed.